Event description:
It was reported that the patient presented post-implant procedure for a follow-up check. Upon device interrogation, the diagnostic data showed that the atrial pacing percentage displayed was unexpectedly low. A diagnostic issue was suspected. No intervention was performed. The patient was stable.